Manufacturer narrative:
(Jaws won't close).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found the needle bent. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open however, the bent needle did not allow proper jaw closure. The condition of the returned incident device confirms the reported condition, since the observed damage prevents the device from closing properly. Since there are controls in the manufacturing process that verify product integrity, the specific cause of the failure cannot be identified. Therefore the most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Event description:
Note: this report pertains to one of three devices used during the same procedure. Reference manufacturer report # 3005099803-2011-00107, 3005099803-2011-00108, and 3005099803-2011-00109 for these devices. It was reported to boston scientific corporation that three radial jaw 3 single-use biopsy forceps were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the jaws of three forceps devices would not close while inside the patient. In each case the physician was able to remove the forceps with no difficulty. The procedure was completed with a fourth radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Reference manufacturer report # 3005099803-2011-00107, 3005099803-2011-00108, and 3005099803-2011-00109 for these devices. It was reported to boston scientific corporation that three radial jaw 3 single-use biopsy forceps were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the jaws of three forceps devices would not close while inside the patient. In each case the physician was able to remove the forceps with no difficulty. The procedure was completed with a fourth radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.